Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose. The blood glucose was 15.6 mmol/l. The drive support cap appeared normal and recessed. The manual prime was successful and no leaks were observed. No damage was noted to the infusion set cannula. The insertion site was not sore or irritated and the insulin was not cloudy or expired. An air bubble was noted in the reservoir the size of two marks on the reservoir. The insulin pump was not rewound with the reservoir in place and the insulin had been stored at room temperature. The customer was assisted in priming out the air bubble and advised to monitor the issue.